Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings the device was found to be below expected limits. Further testing found the device to exhibit a high current drain due to an anomaly within the hybrid circuitry. The failure mode was lost during analysis.